Event description:
Pt reported the curlin pump (sn#: (B)(6), exp 02/22/2025) about halfway through her last infusion would stop and give an error code. Patient unsure exactly what error code the pump was showing but stated the hhrn thought it might be due to air bubbles [air in the line) even though the hhrn stated there was not air in the line. Hhrn would have to turn off the pump and turn it back on, where it would run but then the error code would show again after about 10 minutes. The patient confirmed that the infusion was completed but it just took longer (no missed dose). The patient confirmed that she had no adverse due to the pump error/malfunction. The patient confirmed she has the faulty pump in her possession to return. Defective pump was replaced. No further information to provide at this time. Reported to (B)(6) by: patient/caregiver.